Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and stroke on (B)(6) 2021 with blood glucose of 356 mg/dl. The customer's current blood glucose is 356 mg/dl. The customer did experienced symptoms such as a possible diabetic ketoacidosis. It was unknown if customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege. The insulin pump will not be returned for analysis.